Manufacturer narrative:
The insulin pump was received with operating currents within spec. Pump passed self test, unexpected error test, displacement test and basic occlusion test. Unable to prime unit during prime test due to faulty force sensor system. Unable to perform occlusion test, dat test and excessive no delivery test due to prime anomaly.

Event description:
Customer reported via phone call that they experienced high blood glucose level of over 500 mg/dl. The customer treated through insulin pump. Customer's blood glucose level was over 500 mg/dl and the sensor glucose reading was 571 mg/dl. Customer declined troubleshooting. The insulin pump was not returned for analysis.